Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has provided a replacement device to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to ionic residue under a resistor, designator r35 from the digital pcb assembly.